Event description:
It was reported that the patient experienced hospitalization due to episode of diabetic ketoacidosis due to issue with absorption of insulin through the infusion set event on (B)(6) 2026. The duration of hospitalization was four days and was treated with pen. The patient experienced off symptoms, ketones were measuring 4.3mmol/l and site of insertion was thigh.

Manufacturer narrative:
Patient country: united kingdom name: (B)(6) based on the available information, this event is deemed to be a reportable serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.